Event description:
Reportedly, during use of the subject programmer bad performaces were observed (slow interrogation).

Event description:
Reportedly, during use of the subject programmer bad performaces were observed (slow interrogation).